Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" and "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple burnt and damage components on the pace/defib engine board. The pace/defib engine board was replaced and scrapped to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.